Manufacturer narrative:
Inratio precision data provided by end-user lot 070563: first test inr = 5.2; second test inr = 3.8; mean = 4.5; sd = 0.98; %cv = 22%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 5.2; second test inr = 3.8.